Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that while attempting to remove the guide through the catheter; it became frayed and stuck in the tip of the catheter. The catheter had to be removed with the guide. Another device was used without issue.

Manufacturer narrative:
(B)(4). The customer returned one guide wire for evaluation. The catheter was not returned. The guide wire was kinked and showed evidence of use. Visual examination revealed the guide wire is severely kinked in several locations in the guide wire body. One kink towards the distal end is a 90 degree angle kink and exposes the core wire underneath. The guide wire distal j-bend is distorted and kinked but intact. Microscopic examination of the guide wire confirmed the kinks. Offset coils were observed in one of the kinks. Both welds appeared full and spherical. Visual inspection of the catheter could not be performed as the catheter was not returned. The kinks in the guide wire body were located at 2.6, 11.3, 41.9, and 43.4cm from the proximal tip. The outer diameter and overall length of the guide wire were measured and found to be within the specification. A manual tug test confirmed both the distal and proximal welds are intact. A device history record (DHR) review was performed on the guide wire and catheter and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring wire guide after catheter placement, the spring wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring wire guide about 2-3cm and attempt to remove the spring wire guide. If resistance is again encountered, remove the spring wire guide and catheter simultaneously. The reported complaint of the guide wire becoming kinked while removing from the catheter was confirmed through visual inspection of the returned sample. Multiple kinks were observed on the returned guide wire; however, the catheter was not returned for evaluation. A DHR review did not reveal any manufacturing related issues and no manufacturing defects were found during this investigation. Based on these circumstances, it was determined that operational context likely contributed to this event, however, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned.

Event description:
The customer alleges that while attempting to remove the guide through the catheter; it became frayed and stuck in the tip of the catheter. The catheter had to be removed with the guide. Another device was used without issue.